Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 16x2.25mm target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. Following predilation, a 2.25x16mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lesion. However, the physician noticed that the stent tip was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was partially expanded. A further review of the batch records at the stent crimping process found that the crimp temperature, crimp force & crimp duration are all within the specified limits. The product stent protector was not returned for analysis with the device however the specified inside diameter of the stent protector was within specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Expansion of the crimped stent may have been caused by the movement of the stent & stent protector distally out over the distal balloon cone as the distal balloon cone profile is larger than the crimped stent profile. This could likely be the cause of the slight distal movement of the stent that was also observed during examination. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 16x2.25mm target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. Following predilation, a 2.25x16mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lesion. However, the physician noticed that the stent tip was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.